Event description:
Stylet & stylet securement device popped out of catheter when line flushed. Unable to flush catheter sufficiently to clear blood from lumen due to inability to resecure stylet securement device. Potential existed for occluded catheter due to inability to adequately flush catheter lumen. Due to patient's heparinaized state and md's quick review of x-ray, stylet able to be pulled and catheter flushed before an occlusion could occur. X-ray showed PICC in distal svc, PICC ok to use, stylet pulled without patient harm. Product was retained to return to manufacturer.